Event description:
It was reported that the bd safetyglide¿ needle expeiienecd difficult plunger movement the following information was provided by the initial reporter: as a pharmacist and an immunizer I cannot depress the plunger after affixing the luer lock needle to the top of several single dose vaccines from various manufacturers. Excessive pressure is applied and the plunger still does not administer the vaccine or clear the air to prime syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-oct-2022 . H6: investigation summary seventy samples in sealed packaging blisters were provided to our quality team for investigation. Twenty samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventeen samples expelled the solution with a normal flow. Three samples did not expel the solution; these needles are clogged. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle expeiienecd difficult plunger movement the following information was provided by the initial reporter: as a pharmacist and an immunizer I cannot depress the plunger after affixing the luer lock needle to the top of several single dose vaccines from various manufacturers. Excessive pressure is applied and the plunger still does not administer the vaccine or clear the air to prime syringe.